Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a surgical mitral valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was performed successfully with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
Updated sections: b5, b7, d1, d4, d6a, g3, g6, h4, h6 component code, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia.

Event description:
It was reported and through investigation that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration 8 years and 2 months due to severe stenosis. The patient presented with shortness of breath, fatigue and weakness. The procedure was performed successfully with a 29mm 9755rsl transcatheter valve. Patient post procedure in ICU. Patient was discharged on pod (B)(6).